Event description:
It was reported to philips that the collimator of the azurion device was not functioning.the device was inside clinical use at the time of the event.to date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and checked the problem reported by the customer. The fse found issues with the control module connections. The fse reset the control module connections. After resetting, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code and evaluation method code were corrected.